Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette's content was not delivered. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.